Event description:
Arctic sun continuously alarming 'flow error' after trouble shooting several times (emptying pads, switching connectors to both and to single tubing, checking for kinks), machine started over-cooling patient. Lowest temp recorded (30.9c). 'Reduced water temperature control' error. Representative called, and guided through troubleshooting steps, staff was instructed to attach a new set of pads and keep the old set attached also, to increase flow. The machine was giving a water flow error code, support line and rep stated that kinked tubing was the cause of this error.